Event description:
The customer reported she received a threshold suspend on her insulin pump, when her sensor gave a reading of 60 mg/dl while her blood glucose was 200 mg/dl or more. This reportedly occurred at night time, but the customer stated these discrepancies were occurring in the day as well. The customer stated she was wearing the sensor in her stomach. She further stated she had worn it on the left hand side with the insulin pump on the right and it would lose signal. Lost sensor alert and possible causes, including radio frequency interference and pressure, pull-out and obstruction, were explained to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-29950.